Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was unknown at the time of incident. It was reported that the drive support cap appeared normal. It was reported that the insulin pump was exposed to high magnetic fields. It was reported that a motor position encoder error alarm was found in the alarm history. The insulin pump will be returned for analysis.